Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead was introduced into the patient with the stylet that came with the lead. The physician then tried to use a stylet with a curved tip but it did not fit. The initial stylet was used again, but it would not go through the lead. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a 14-62 purple stylet partially inserted into the lead. A fresh 14-62 purple stylet was inserted into the lead and came to an occlusion at 47.9 cm. If information is provided in the future, a supplemental report will be issued.